Event description:
It was reported that the pt underwent a spinal procedure to implant the interbody device. It was believed that the coverplate on the interbody device was checked and confirmed to be attached when it was implanted. At a post-op visit, it was noticed that the cover plate had detached from the cage. No pt complications or medical intervention is reported at this time.

Manufacturer narrative:
(B)(4): neither device nor film of applicable imaging studies were returned to the manufacturer for eval. We are unable to determine the cause of the event.